Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider and a manufacturer representative that reported that the implantable neurostimulator was explanted on (B)(6) 2016. It was noted that the patient had the influenza which was unrelated to the implant which caused the numbness, tingling, sweating, and physiological reaction to charging. The implantable neurostimulator was removed and replaced because he was unable to complete the charging cycle secondary to pain from the implantable neurostimulator heating. The old battery settings were set to 0.70 volts with no electrodes out of range. The impedances ranged from 1226 ohms to 1799 ohms. Adaptivestim was enabled in all positions and cycling was off. The lying on the back adaptivestim was programed to amplitude of 2.90 volts. Group a1 was programmed to 2.9 volts and a pulse width of 270. Group a2 was programmed to 0.0 volts with a pulse width of 270.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the stimulation ins was functional and that there were insignificant anomalies.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was discomfort while charging. The implantable neurostimulator (ins) was too hot during charging. The patient had not had a recent surgery. There were no signs of skin irritation but the pocket was tender. The backside of the ins seemed to get hot when they charged and the patient had to stop after a few minutes because it was uncomfortable. The patient reported no events or issues that prompted this. The patient turned the implantable neurostimulator (ins) off when they charge so the issue was not likely stimulation related. The manufacturer representative stated that the patient¿s impedances looked good. The patient had pocket site tenderness when they pushed on the ins. The ins was implanted in the right abdominal area. This event was reported to be a sudden change starting in (B)(6) 2016. Additional information was received from the manufacturer representative on (B)(6) 2016 reporting that the manufacturer representative had the patient charge in the health care professional (hcp) office. After about 3-4 minutes they complained of the battery feeling hot on the back side of it. The patient also reported numbness in their fingertips and legs. It was also mentioned that their forehead began to sweat. A thermometer warning did not appear. The patient and manufacturer representative waited a few minute and tried charging again using a spacer. Again, the patient had the same reaction after only about 1 minute. The manufacturer representative used the clinician programmer and interrogated the battery check impedances. Impedances were normal. Interrogating the ins produces the same reaction of heat, tingling, and sweating. The manufacturer representative stated that after talking with technical services it sounded like the battery was not getting hot and sounded like a physiological reaction. The hcp was considering replacing the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported the ins was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.